Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed a combination of scraping and deep scratches on the distal end of the instrument main tube. Engineering also observed that material had been removed in the damaged area. It was determined that the failure mode is consistent with the use of a potentially defective cannula accessory. Which may remove material from the instrument during use.

Event description:
It was reported that the shaft of the large needle driver instrument was splintering. No add'l info was provided.